Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, high pacing lead impedance and increased capture threshold were observed. The lead was capped and replaced. Patient condition was good at the end of the procedure.